Manufacturer narrative:
Investigation of the table showed that it was within specification at the time of the reported event. Typically, such an event can only occur if the patient is able to grab the sides of the table top and the operator is not watching the patient, which is what led to the patient's finger injury in this case. Documented in the CT user manual, the recommended workflow for patient positioning and handling is for the user to fix the patient's arms with restraint straps or to ask the patient to place the arms on the body. It is the user's responsibility to observe the patient during the CT scan and all table movements. Considering the results of the investigation the incident is judged as a user error. No further corrective action is initiated. (B)(6).

Manufacturer narrative:
Exemption number e2017017. (B)(4). Investigation is ongoing and a supplemental report will be submitted if further information becomes available.

Event description:
Siemens became aware that on (B)(6) 2017 a patient was loaded onto the phs with their head toward the gantry in order to perform an angio carotid examination. It is reported that the patient's hands were placed on their hips during the topogram and most likely laid their hands on the sides of the phs afterward. During the first scan the table top moved out from the gantry and the patient's finger on the right hand became stuck between the table top and the top support parts. The technician went into the room and carefully moved the table towards the gantry in order to release the patient's finger. It is reported that the patient was sent to hospital where it was determined that the patient suffered a broken finger and a cut on their right, which was treated with twelve (12) stitches. There is no further information regarding the patient's status at this time. This reported event occurred in (B)(6).